Manufacturer narrative:
On the same day as the event onset, the event was manifested by cloudy effluent. The patient was not hospitalized for the event. Six days prior to the receipt of this report, the patient was deemed recovered. Fourteen days after the event onset, the reflin and fortum were discontinued. Dianeal therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with reflin and fortum intraperitoneally (1 gram each and frequencies not reported) for peritonitis. The patients outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.